Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of systemic leakage ("fluid overload during essure procedure") in a 38 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device insertion ("complication of device insertion" on (B)(6) 2015) and device monitoring procedure not performed ("during essure procedure, doctor was not monitoring patient¿s ¿fluid in and fluid out¿" on (B)(6) 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced systemic leakage (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2015 to (B)(6) 2015. Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. The reporter considered systemic leakage to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 02-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. During essure procedure, doctor was not monitoring patient fluid in and fluid out. Patient experienced fluid overload during essure procedure and was hospitalized overnight. Doctor reported that patient was fine. Unknown if patient ever went back for hysterosalpingogram test. Essure was continued. Quality safety evaluation received on 19-apr-2016: (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information received on 10-jun-2016: despite follow-up attempts, no response was given to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized overnight due to fluid overload during essure (fallopian tube occlusion insert) insertion procedure. This event was considered serious due to hospitalization and is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, fluids should be monitored and the hysteroscopy must be terminated if distension fluid deficit exceeds 1500 cc or hysteroscopic time exceeds 20 minutes. In this particular case, the physician was not monitoring patient's fluid during the procedure and she experienced a fluid overload. After hospitalization, physician confirmed she was fine. Considering the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded and due to the reported hospitalization this case was considered an incident. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information could be obtained.